Event description:
It was reported to sales from hospital that an edwards bioprosthetic valve has been explanted due to calcification after four years.

Event description:
It was reported to sales from hospital that an edwards bioprosthetic valve has been explanted. The reason for explant and implant duration have not been provided. Follow ups are ongoing to obtain additional information.

Manufacturer narrative:
Report of explant due to calcification after four years. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This suspect valve was not received by edwards, without evaluation of the device the root cause for failure cannot be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. .edwards will continue to review and monitor all events, additional information will be reported if received.

Manufacturer narrative:
Report of an explant bioprosthetic valve with no additional information (patient info, reason for explant, device info...etc). Follow ups are ongoing to obtain details and device return for evaluation. Updates will be reported as they become available.